Event description:
It was reported by the edwards field clinical specialist that during the transapical deployment of a 23mm sapien valve, the valve was positioned 60:40 aortic; however the contrast inject was a 50:50 concentration which reportedly made the imaging somewhat poor. Following valve deployment tee revealed no pvl or central ai but the valve appeared extremely high on tee (above the anterior mitral leaflet) and 90:10 aortic via angiography. With the sinotubular junction (stj) diameter being 24.4mm and the valve being positioned high in the sinus of valsalva (sov), the team discussed and agreed it was in the best interest of the patient to deploy a second valve. A second 23mm sapien valve was positioned perfectly within the first valve with a result of no pvl or ai. The patient was extubated in the room, and transferred to ccu with no hemodynamic instability noted throughout the procedure. Additional information noted there was mild native valve/leaflet calcification, mild aortic root calcification, and no mitral annular calcification (mac). The patient had no septal hypertrophy. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. Reportedly it was the first day using the hybrid room, as well as using new dyna CT c-arm.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal or severe leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however patient (minimal annular calcification) and procedural factors (reduced visibility due to contrast ratio, new imaging modality / equipment) could have caused or contributed to the too aortic deployment of the valve. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.